Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis. The instrument was found to have a loose pitch cable at the clamping pulley. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause. Additional findings related to customer compliant: the instrument exhibited imprecise motion pitch direction during gripping and ungripping. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. This is as a result of loose pitch cable at the proximal end. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. The probable root cause of the imprecise motion is attributed to the loose pitch cable at the proximal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument had poor movement. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, further details were received: the customer confirmed that the instrument movements were different from the maneuvers performed.